Event description:
The patient was implanted with a left ventricular assist device (lvad). It was reported that the patient received a heart transplant on (B)(6) 2015 and an evaluation was requested. Thrombus was reportedly suspected due to the patient¿s history of hemolysis and a recent previous pump exchange on (B)(6) 2015 due to device thrombosis.

Manufacturer narrative:
The referenced pump exchange was reported under medwatch MFR# 2916596-2015-00285. Approximate age of device ¿ 5 months. The evaluation of the returned device confirmed the report of suspected pump thrombosis. Tissue-like thrombus formations were present around the inlet bearing cup and inlet bearing ball. The thrombi appeared similar in size and structure, suggesting that they developed as one formation and broke apart upon disassembly. The thrombi appeared to have formed in laminated layers and the portion of the thrombus in contact with the inlet bearing cup and ball appeared denatured, indicating that they likely developed over an undetermined amount of time while the pump was operating. Additionally, a small tissue-like deposition was present in the proximal side of the outlet stator, adjacent to the outlet bearing ball. The deposition lacked lamination and was not adhered to any pump surface, but showed one dark area of potential denaturation. Contact marks were noted on the outlet bearing cup and outlet portion of the rotor, indicating that the deposition was present for an undetermined amount of time while the pump was operating. The deposition did not appear to have originated in this location; however, its specific origin could not be determined. The observed depositions would have potentially contributed to the reported hemolysis symptoms. Examination of the pump bearings, rotor, and blood contacting surfaces did not reveal any anomalies. Electrical continuity testing of the returned portion of the driveline did not reveal any discontinuities or shorts. Functional testing of the pump under normal operating conditions revealed normal pump power consumption and pressure values comparable to the data recorded during the manufacturing process and the pump operated as intended. Device thrombosis is listed in the instructions for use as a potential adverse event that may be associated with the use of the heartmate ii left ventricular assist system. A review of the device history records revealed that the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The user facility medwatch report was received from the (B)(4) registry. The user facility number was not provided. (B)(4). The user facility medwatch report indicates that the device serial number for this event is (B)(4). However, according to the information previously provided to the manufacturer (reference medwatch MFR report # 2916596-2015-00285) the device with serial number (B)(4) was previously exchanged on (B)(6) 2015. The patient was implanted with a second device with serial number (B)(4).

Event description:
Additional information was received from the (B)(4) registry stating: elevated ldh, episodes of tea colored urine, no s/s hf. Additional information also included indicated: intravenous anticoagulation: yes. Device malfunction: n.